Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy had been withdrawn for one year. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.